Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: socket loose locking mechanism, diaphragm had no light adjustment. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lamp was malfunctioning due to a flickering almost strobing when trying to use it. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had the lamp blinking after putting a new lamp in. The event was found during inspection for use for an unspecified procedure. There were no reports of patient harm.